Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that the sheath was prepped on the back table. After inserting the sheath in the left side, a mapping catheter was passed through the sheath with no issue. Upon removal of the mapping catheter and insertion of the farawave catheter air was noticed in the flush port during aspiration of the sheath. Mapping catheter and the farawave catheter and farawave catheter was inside the sheath when air was noticed. A pressure bag was used for irrigation. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.